Event description:
Customer called to report that after calibration failed on the unicel dxc 800, he lifted the total protein reagent (tpm) module and found that the pump syringe was broken and leaking. Customer confirmed that the leak was contained inside the instrument, no one was exposed to the leaking reagent, and no erroneous patient results were generated. Customer asked that the field service engineer (fse) conduct the service visit on the next day. On the following day, the fse inspected the instrument and found an obstruction in the reagent line and manually cleared the obstruction. The fse then tested the calibration and quality control of the instrument to ensure that the service performed was effective. The service seems to have resolved the issue as customer has not called back to report any issues. No patients or instrument operators were harmed.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).